Event description:
Patient underwent total hip arthroplasty on (B)(6), 2008. Patient experienced recurrent disassociations and procedures were previously performed on two separate occasions, at another facility, one in which the modular head was removed, cleaned, and then re-implanted, and the other revised the magnum modular head and taper insert. Patient again experienced disassociation and revision was performed in your facility on (B)(6), 2010. The magnum modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.(B)(4).